Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 500 units of insulin during the load sequence. Tandem technical support reminded the customer the cartridge was overfilled. Additionally, the cartridge was leaking from an unspecified location. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 367 mg/dl.